Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra-operatively for a spinal fusion procedure. It was reported that the system displayed an error message: "please verify the correct scan was sent to the system. If problem persists, please take another scan" after sending a 3d scan to the navigation system. Site noted that the scan had properly transferred and there were no recurrences of this issue. There was no impact to patient. There was no reported delay to the procedure due to this issue.